Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device had come out from the original implant location. Due to this reason, the physician explanted the icm device. The patient stated they would not be receiving a new icm device implant. Additional information was received indicating the icm device came out via the incision site. No additional adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device had come out from the original implant location. Due to this reason, the physician explanted the icm device. The patient stated they would not be receiving a new icm device implant. No additional adverse patient effects were reported. The explanted icm device has not been returned.